Event description:
It was reported that the pump touchscreen was unresponsive and required harder presses to function. There was no reported adverse impact to the customer. Customer declined further troubleshooting and no additional information was received regarding outcome of event.